Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose levels on (B)(6) 2024. The length of the hospitalization was 2 days. Blood glucose level reported during the event was 600 mg/dl. The reason for high blood glucose was due to insertion without removing the needle guard. Patient was treated via insulin drip to address high blood glucose. No further information available.